Manufacturer narrative:
(B)(4). The device was received for evaluation. The sample was returned by the patient unused, but not in the device container, therefore the lot number is unknown and a batch review was unable to be performed. The reported event was verified during sample evaluation by visual and microscopic inspection and was due to the manufacturing extrusion process. Particulate matter in the form of burnt plastic was observed embedded inside the tubing wall of the patient line, outside of the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed in the patient line of the cassette during set up of the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.